Manufacturer narrative:
Batch review performed on 13 may 2026 lot 2429916: (B)(4) items manufactured and released on 10 february 2025. Expiration date: (B)(4) january 2030. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Lot 2532299: (B)(4) items manufactured and released on 09 jan 2026. Expiration date: 10 dec 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 15 days from primary due to leg length discrepancy.the surgeon revised the proximal body, the liner, and the stem to address the discrepancy.